Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and could not duplicate the issue. During inspection, the fe noted that the plunger clamp in position #4 was broken. The plunger clamp and lld spring were replaced. The fe performed an sp lld on both the primary and reagent racks. The fe also ran a plate; all tests passed. Repairs have returned this instrument to expected operation.